Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation as reported, during a stone removal procedure, a circle tipless stone extractor's basket could not be advanced out of distal end of sheath after using the basket 30 minutes (manufacturer report reference #1820334-2024-00003). When another basket was opened to continue the procedure, it was found that the shape of the basket was flat/deformed and would not function normally (manufacturer report reference #1820334-2024-00004 and subject of this complaint). Another same type device was used to complete the procedure. The patient did not require any additional procedures or experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures, as well as a visual inspection and functional test of the returned device, were conducted during the investigation. One ncircle tipless stone extractor was returned for investigation. The sheath appears deformed 38.2 cm from distal tip, and the basket formation is asymmetric. The handle actuates the basket formation. It possible the damage to the sheath occurred when the complaint device was returned. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also completed a review of the DHR for the reported lot and recorded no relevant nonconformances related to this issue. A database search for complaints on the reported lot found no additional complaints reported from the field. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The IFU supplied with the device t_ntse_rev1 was reviewed and did not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded a cause for the damage to the device cannot be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a stone removal procedure, an ncircle tipless stone extractor's basket could not be advanced out of distal end of sheath after using the basket 30 minutes (patient identifier (B)(6)). When another basket was opened to continue the procedure, it was found that the shape of the basket was flat/deformed and would not function normally (subject of this complaint). Another same type device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this occurrence.

Manufacturer narrative:
E1: name and address: phone: (B)(6). G4: PMA/510 (k)#: exempt .this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.